Manufacturer narrative:
A follow up was performed with the biomedical engineer, and it was reported that the device was not in clinical use when the issue was observed. It was also reported that the cooling fan and fan guard were replaced to resolve the issue. The device was returned to service.

Event description:
Philips received a complaint from the biomedical engineer, reporting that the v60 ventilator had a cooling fan error. It was unknown how the issue was found. There was no patient or user harm reported. The v60 device was evaluated by removing the cooling fan cover and it was observed that the fan was in pieces and falling out. There was physical damage to the fan. Cooling fan replacement was recommended.